Event description:
It was reported that the device was used during a laparoscopic colon procedure, there was no function. Case was completed with same like product. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation.